Event description:
It was reported that during a transcatheter aortic valve implantation using the transcatheter aortic valve, prior to loading, the leaflets would not completely coapt during movement through the saline bath, and a piece of leaflet was observed extruding through the valve frame. As the capsule advanced and prior to marrying, a piece of leaflet was noted extruding through the valve frame. The loading was continued. When opening the capsule, an infold to the fourth node was detected on fluoroscopy. The capsule overcaptured the nose cone despite fully backing off tension in the handle after loading. After capsule closure, a blue speck of unknown origin was detected in the saline loading bath. A new system was used for implant. A pre-dilation was performed with a 22 mm non-medtronic balloon and the patient had new left bundle branch block (lbbb). In the descending aorta, the hat marker flipped to the inner curve in the lao view after crossing the aortic arch. Due to the patient's advanced age, commissural alignment was not prioritized. After the delivery catheter system (dcs) was advanced, difficulties were encountered with seating the non-medtronic pigtail in the non-coronary cusp due to a large chunk of calcium, resulting in the base of the pigtail being seated more than 20 millimeters above the base of the non-coronary cusp. Marker band started near the base of the non-coronary cusp (ncc). On the first deployment to 80%, the valve was too deep and new atrial fibrillation (afib) was noted. The valve was deployed a second time to 80% and again was too deep and was fully recaptured. The third deployment attempt to 80%, the valve appeared constrained due to the chunk of calcium in the non-coronary cusp (ncc). The valve was fully released at 4 mm on the ncc and 4 mm on the left coronary cusp (lcc) and commissural alignment was not prioritized or achieved. Moderate paravalvular leak (pvl) and poor diastolic separation was noted and a post dilation with the same 22 non-medtronic balloon was performed. After post-dilatation, poor diastolic separation and mild-moderate aortic insufficiency persisted. Transesophageal echocardiogram was performed, confirming aortic regurgitation as paravalvular leak rather than central aortic insufficiency. Due to the large chunk of calcium in the annulus and left ventricular outflow tract, a larger balloon size was initially avoided, but post-dilatation was subsequently performed with a 23 millimeter non-medtronic balloon, resulting in mild to trace paravalvular leak. A temporary transvenous pacing (ttvp) was inserted. The diastolic separation improved with a heart rate above 70 beats per minute (bpm) and the patient was successfully cardioverted back into sinus rhythm. Intermittent periods of second degree atrio-ventricular (av) block were noted with the pacing from the ttvp. The patient went to recovery with the ttvp in place. Contributing factors to the multiple recaptures included inability to seat the pigtail in the non-coronary cusp due to significant calcium, and commissural alignment was not achieved due to tortuous iliofemoral arteries and a multi-directional aortic arch.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: k103689); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329 (lot: 0012912551); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329 (lot: 0012697483); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-2329 (0012760080); product type: 0195-heart valves; implant date ; explant date product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date  select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the handle and capsule were partially open. A bend was evident to the catheter shaft. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. No particulate was evident on the device or when the capsule was flushed. A 29 mm valve was successfully loaded onto the delivery catheter system (dcs). After the successful loading of the valve, there was no evidence of a misload on the capsule. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected. No other deformation evident to the remainder of the device. The reported misload and particulate could not be confirmed through analysis. Updated: h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation using the transcatheter aortic valve, prior to loading, the leaflets would not completely coapt during movement through the saline bath, and a piece of leaflet was observed extruding through the valve frame. As the capsule advanced and prior to marrying, a piece of leaflet was noted extruding through the valve frame. The loading was continued. An overlap to the fourth node was detected on fluoroscopy and confirmed when opening the capsule. The capsule overcaptured the nose cone despite fully backing off tension in the handle after loading. After capsule closure, a blue speck of unknown origin was detected in the saline loading bath. A new system was used for implant. A pre-dilation was performed with a 22 mm non-medtronic balloon and the patient had new left bundle branch block (lbbb). In the descending aorta, the hat marker flipped to the inner curve in the lao view after crossing the aortic arch. Due to the patient's advanced age, commissural alignment was not prioritized. After the delivery catheter system (dcs) was advanced, difficulties were encountered with seating the non-medtronic pigtail in the non-coronary cusp due to a large chunk of calcium, resulting in the base of the pigtail being seated more than 20 millimeters above the base of the non-coronary cusp. Marker band started near the base of the non-coronary cusp (ncc). On the first deployment to 80%, the valve was too deep and new atrial fibrillation (afib) was noted. The valve was deployed a second time to 80% and again was too deep and was fully recaptured. The third deployment attempt to 80%, the valve appeared constrained due to the chunk of calcium in the non-coronary cusp (ncc). The valve was fully released at 4 mm on the ncc and 4 mm on the left coronary cusp (lcc) and commissural alignment was not prioritized or achieved. Moderate paravalvular leak (pvl) and poor diastolic separation was noted and a post dilation with the same 22 non-medtronic balloon was performed. After post-dilatation, poor diastolic separation and mild-moderate aortic insufficiency persisted. Transesophageal echocardiogram was performed, confirming aortic regurgitation as paravalvular leak rather than central aortic insufficiency. Due to the large chunk of calcium in the annulus and left ventricular outflow tract, a larger balloon size was initially avoided, but post-dilatation was subsequently performed with a 23 millimeter non-medtronic balloon, resulting in mild to trace paravalvular leak. A temporary transvenous pacing (ttvp) was inserted. The diastolic separation improved with a heart rate above 70 beats per minute (bpm) and the patient was successfully cardioverted back into sinus rhythm. Intermittent periods of second degree atrio-ventricular (av) block were noted with the pacing from the ttvp. The patient went to recovery with the ttvp in place. Contributing factors to the multiple recaptures included inability to seat the pigtail in the non-coronary cusp due to significant calcium, and commissural alignment was not achieved due to tortuous iliofemoral arteries and a multi-directional aortic arch. Additional information was received that commissural alignment not being achieved due a multi-directional aortic arch was referring to the patient's tortuous aortic arch with multiple bends on different planes. It was clarified that in the lao 30 view, the hat marker was on the outer curve in the descending aorta but flipped to the inner curved in the ascending aorta after crossing the arch. Due to the patient's advanced age, commissural alignment was not prioritized as the physicians did not want to recross the tortuous aortic arch to adjust the commissural alignment.

Manufacturer narrative:
Corrected: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation using the transcatheter aortic valve, prior to loading, the leaflets would not completely coapt during movement through the saline bath, and a piece of leaflet was observed extruding through the valve frame. As the capsule advanced and prior to marrying, a piece of leaflet was noted extruding through the valve frame. The loading was continued. An overlap to the fourth node was detected on fluoroscopy and confirmed when opening the capsule. The capsule overcaptured the nose cone despite fully backing off tension in the handle after loading. After capsule closure, a blue speck of unknown origin was detected in the saline loading bath. A new system was used for implant. A pre-dilation was performed with a 22 mm non-medtronic balloon and the patient had new left bundle branch block (lbbb). In the descending aorta, the hat marker flipped to the inner curve in the lao view after crossing the aortic arch. Due to the patient's advanced age, commissural alignment was not prioritized. After the delivery catheter system (dcs) was advanced , difficulties were encountered with seating the non-medtronic pigtail in the non-coronary cusp due to a large chunk of calcium, resulting in the base of the pigtail being seated more than 20 millimeters above the base of the non-coronary cusp. Marker band started near the base of the non-coronary cusp (ncc). On the first deployment to 80%, the valve was too deep and new atrial fibrillation (afib) was noted. The valve was deployed a second time to 80% and again was too deep and was fully recaptured. The third deployment attempt to 80%, the valve appeared constrained due to the chunk of calcium in the non-coronary cusp (ncc). The valve was fully released at 4 mm on the ncc and 4 mm on the left coronary cusp (lcc) and commissural alignment was not prioritized or achieved. Moderate paravalvular leak (pvl) and poor diastolic separation was noted and a post dilation with the same 22 non-medtronic balloon was performed. After post-dilatation, poor diastolic separation and mild-moderate aortic insufficiency persisted. Transesophageal echocardiogram was performed, confirming aortic regurgitation as paravalvular leak rather than central aortic insufficiency. Due to the large chunk of calcium in the annulus and left ventricular outflow tract, a larger balloon size was initially avoided, but post-dilatation was subsequently performed with a 23 millimeter non-medtronic balloon, resulting in mild to trace paravalvular leak. A temporary transvenous pacing (ttvp) was inserted. The diastolic separation improved with a heart rate above 70 beats per minute (bpm) and the patient was successfully cardioverted back into sinus rhythm. Intermittent periods of second degree atrio-ventricular (av) block were noted with the pacing from the ttvp. The patient went to recovery with the ttvp in place. Contributing factors to the multiple recaptures included inability to seat the pigtail in the non-coronary cusp due to s ignificant calcium, and commissural alignment was not achieved due to tortuous iliofemoral arteries and a multi-directional aortic arch.